Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing catheter ( with missing cut wire) drainage bag with sample port connector and inlet tubing. Visual inspection of the sample noted inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated passively with no issues. Water and solution was flushed into the foley catheter and the inlet tubing with no leaks or blockage observed on the return sample. Filled the bag with the solution and water the bag was able to be filled with no leaks observed. Noted no holes in the drainage bag. The reported failure could not be reproduce. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that after inserting a foley catheter in the operating room, an outflow of the urine could not be confirmed while being managed in the ward 2 days after use. The event did not occur in the operating room. The doctor commented that it might have been an air block. Per follow up via ibc on 30nov2021, the air block was unknown. Per follow up via ibc on 30nov2021, it could be a blockage that caused no urine flow in either the catheter or the bag and the doctor suspects that there might be a block. It was unknown whether the catheter was replaced.

Event description:
It was reported that after inserting a foley catheter in the operating room, an outflow of the urine could not be confirmed while being managed in the ward 2 days after use. The event did not occur in the operating room. The doctor commented that it might have been an air block. Per follow up information received via ibc on 30nov2021, the air block was unknown. Also stated it could be a blockage that caused no urine flow in either the catheter or the bag and the doctor suspects that there might be a block. It was unknown whether the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.